Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, dr's office reached out to the doctor by phone on friday 2/21/2025 after the patient wrote a letter to their office inquiring about the orthoset bone cement that microport sells. The patient would like to know if there have been any reports of allergic reactions to the orthoset bone cement.

Event description:
Allegedly, dr's office reached out to the doctor by phone on friday (B)(6) 2025 after the patient wrote a letter to their office inquiring about the orthoset bone cement that microport sells. The patient would like to know if there have been any reports of allergic reactions to the orthoset bone cement.